Event description:
It was reported that the patient complained of pain around the site of the implantable cardioverter defibrillator (ICD) especially when lifting the arm. The patient underwent a revision and the device was moved to be sub-muscular. The device remains in use. No further patient complications have been reported as a result of this event.